Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.75 x 32 synergy ii drug-eluting stent, the technician inadvertently had his fingers on the end of the hoop which stripped the stent off of the stent delivery system (sds). The technician did not notice that the stent had dislodged ad the sds was then introduced into the body. As the sds was in place where the stent was intended to be delivered, the physician could not see the stent. An attempt was made to look for the dislodged stent and it was noted that the stent had dislodged into the trash bin. No patient complications were reported.